Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via email. The amount of power applied is a clinical decision based on the situation presented. Efficacy and patient safety are paramount. I explained that the clinician might wish to contact the olympus urology sales rep for further discussion. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance support (tac) and reported the device was not cutting. No troubleshooting was performed. However, tac advised the customer not to use the unit in a clinical setting if there was any doubt about its safety or efficacy until the issue was resolved. Technical support also informed the customer that the cause of the issue was uncertain and advised the end user to review the instructions for use (IFU) and applicable documents and suggested that the clinician may contact the olympus urology sales representative for further discussion. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical cutting & coagulation and accessories do not cut during maintenance. There were no reports of patient involvement.